Event description:
Pt reported that the print, on the strips drum's vial label, smeared after dropping the vial into water. Pt's blood glucose was not affected and no treatment was rec'd. A request was made for the return of the suspect product and replacement product was shipped.